Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the venous luer adapter was cracked and leaking.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was found since no sample, picture or video were received for testing. The reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. A trigger was found for the product family and for the product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. Moreover, it was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). The decision tool directs to review the health hazard evaluation (hhe) criteria applicability. An hhe was opened before to ad dress these events. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states the venous luer adapter was cracked and leaking.